Manufacturer narrative:
Analysis is normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to infection. No complications were noted. Patient was stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.